Manufacturer narrative:
B3 - date of event: date of event was approximated to 01may2025 as the exact event date was not reported. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a device fractured occurred and a device fragment remained in the patient. A rotawire drive and rotapro were selected for use. During the procedure, while the physician was removing the rotapro burr, the rotawire snapped off at the distal tip, as it had been parked in a small side branch. Approximately 3 mm of the wire fractured and remained in a septal branch of the d1 artery. The device was not removed in one piece and a portion of the fractured device remained inside the patient. No further patient complications were reported.